Event description:
It was reported that during the procedure the end of the subject guidewire was snapped. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date added. D4 expiration date added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, no anomalies were noted to the device during initial inspection and the device was prepared as per the dfu. The procedure was successfully completed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the end of the subject guidewire was snapped. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.